Event description:
The customer alleges back to back results of 415 and 134 mg/dl on her meter. Three days earlier controls were run and in range. She went to a hospital where she was previously employed, and a nurse checked her bg level (not a b2b result), which was 140 mg/dl. No treatment at or admission to the hospital. Return requested and replacement was sent.